Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure gave me 6 years of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criterion medically significant), adhesion ("adhesions"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and depression ("depression"). At the time of the report, the medical device pain, adhesion, endometriosis, adenomyosis and depression outcome was unknown. The reporter considered adenomyosis, adhesion, depression, endometriosis and medical device pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pain, adhesions, endometriosis, adenomyosis, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure gave me 6 years of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criterion medically significant), adhesion ("adhesions"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and depression ("depression"). At the time of the report, the medical device pain, adhesion, endometriosis, adenomyosis and depression outcome was unknown. The reporter considered adenomyosis, adhesion, depression, endometriosis and medical device pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pain, adhesions, endometriosis, adenomyosis, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.